Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat a thoracic aneurysm in descending thoracic aorta utilizing a gore® tag® conformable thoracic stent graft with active control system (ctagac). Reportedly, the gore® dryseal flex introducer sheath (22fr) was positioned in the distal thoracic aorta over a thoracic lunderquist wire (300cm double curved) then the conformable gore® tag® thoracic endoprosthesis (ctag 31x31x150) deployed distally aligning the distal marker with the intended distal landing zone - 4cm distal to aneurysm. The ctagac (37x37x200) was advanced into position for the intended proximal landing zone of the distal left subclavian artery (lsa). The ctagac advanced beyond intended proximal landing zone by approximate 1cm then retracted back to position with distal edge of long marker aligned with the distal edge of lsa. The device was then deployed to 50% with some angulation control used (approx. 5 clicks) and no adjustment of the proximal stent was required. The ctagac deployed to 100% diameter which saw the proximal ctag move distally as the outer curve was not able to be achieved with the lunderquist wire. Bird-beaking on the inner curve was noticed, angulation control was activated (approx. 10x clicks) which reduced the bird-beaking. Both devices deployed at intended sites with no deployment issues. On october 18, 2024, physician confirmed that the patient has been transferred back to geelong hosptial. Patient still has right side weakness and trouble speaking. He can move his right arm though. The gore® tri-lobe balloon catheter used for overlap only. A type 1a endoleak was suspected on the final run, therefore, the tri-lobe balloon was advanced to the proximal landing zone (distal to the radiopaque parallax ring). Then the tri-lobe balloon was inflated to 20mm using the recommended amount of 50/50 saline with contrast mix via a 50mm syringe. Final angiographic run showed the suspected type 1a endoleak had resolved with wire and sheaths removed and vessel closure achieved successfully. During anesthetic recovery, the patient was noted to have dense right-side hemiparesis. Cause is unknown. It was noted that the patient was in arterial fibrillation prior to the procedure starting which spontaneously resolved when being transferred to the angio table. There was no filling defects in the aortic arch consistent with thrombus. Aspirin was administered orally prior to the procedure. IV heparin administered after the access was achieved. Patient transferred to CT for immediate cta. Noted to have an m2/3 embolus. Transferred to royal melbourne hospital, where they were unable to retrieve the embolus due to it's distal location. The patient continues to have a severe hemiparesis. On (B)(6) 2024, physician confirmed that the patient has been transferred back to geelong hosptial. Patient still has right side weakness and trouble speaking. He can move his right arm though.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events that may occur and/or require intervention include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events that may occur and/or require intervention include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: two time-points available for evaluation: pre-implantation cta dated (B)(6) 2024 and intra-operative angiogram dated (B)(6) 2024. Pre-implantation cta dated (B)(6) 2024 shows: proximal landing zone diameters distal to the lsa range from 31mm ¿ 34mm. These diameters fall into the device size implanted. The maximum diameter of the thoracic aortic aneurysm appears to be 10.9cm x 11.9cm. Intra-operative angiogram dated (B)(6) 2024 shows: there appears to be a deployed gore® tag® conformable thoracic stent graft with active control in the descending thoracic aorta (dta) at 4:04pm. Another non-deployed stent graft, partially out of the sheath, appears to be advancing from distally into the deployed stent graft in the dta. The second stent graft is advanced into the thoracic aortic arch. On the 4:09pm images, the second device is partially deployed. (50% per the description summary). At 4:10pm the deployment is continued to 100%. The guide wire is not taking the outer curve, as stated in the description summary. Projection on the 4:20pm imaging time-stamp shows minimal bird beaking effect on the inner curve of the thoracic aorta. There is flow throughout the implanted devices. Images at 4:38pm show there is lack of circumferential device apposition at the proximal end of the proximal device. There is flow throughout the implanted devices.